Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Non-sustained noise episodes were seen on all ventricular channels and on the atrial channel as well. Information regarding how the issue has been resolved has been requested but not provided.